Event description:
It was reported that the pt had an interstim device implanted on (B)(6) 2011, but it was removed on (B)(6) 2011 as the stimulation caused her more pain and the therapy was not effective for her. Unable to f/u with contact info provided, no additional info was obtained.

Manufacturer narrative:
(B)(4).